Manufacturer narrative:
Analysis of the returned neurostimulator model 3058 serial #(B)(4) showed no significant anomalies. The battery was at normal end-of-life. Analysis of lead model 3093 lot # v208206 showed no significant anomalies and the conductors were broken due to overstress damage. The lead was segmented and the distal end was not returned. Connector #0 was slightly crushed and all conductors were broken. The outer insulation was broken. The continuity was acceptable and no shorts were seen between circuits.

Event description:
Additional information confirmed that the patient's implantable neurostimulator (ins) battery depletion was normal. It was also reported that the lead had "no action" when tested. There were no patient injuries reported and the outcome was noted as recovered without sequelae. Should additional information be received a supplemental report will be filed.

Event description:
It was initially reported that the patient was unable to adjust stimulation after changing out dead batteries in the patient programmer. The patient was seeing a ¿call your doctor¿ icon and a power on reset (por) condition was present. Additional information received reported that the device system was replaced because the battery was depleted and the symptoms returned. The patient had less than 50% therapy relief. Diagnostic testing and troubleshooting included impedance tests and reprogramming. The battery depletion was reported as normal, but the lead broke during an attempted extraction where the distal tip with the electrodes remained in patient.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v208206, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 3093-28, lot # v208206, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).